Manufacturer narrative:
Exact date unknown, event occurred a day before the manufacturer was made aware.

Event description:
It was reported that the patients ipg was causing pain on the left hip. The patient underwent a revision procedure wherein a new pocket was moved up higher on the left flank area and the ipg remains implanted. The patient was doing well postoperatively.